Event description:
On the event date, the patient reported that he discontinued use of the infusion device due to infusion sets falling off of his body from excessive sweating from working outside. He reconnected to the infusion device and stated that his infusion site fell off after one day of use. He stated that he was sweating and "twisting and turning" outside when the infusion site fell off. He stated that he uses IV prep and opsite IV 3000. He was sent liquid adhesive and dressings to try. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.